Manufacturer narrative:
Approximate age of device from the product ship date is 1 year and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The reported incident of a pump stop and ¿clock not set¿ alarm was confirmed with the data contain in the log file that was retrieved from the returned system controller. On (B)(6) 2015 at 11:54 pm, a low voltage advisory alarm event became active as a result of depleting battery power. The next event at 1:10 am captured a low voltage hazard alarm that became active as a result of depleting battery power. At 1:17 am, the ¿no external power¿ and ¿ebb in use¿ became active indicating that the system controller was operating on the internal backup battery. The system operated on the internal backup battery until it was completely depleted resulting in a pump stop and a time clock reset. The system recovered to the set speed value when an external 14 volt battery was connected. The system operated at the pump speed value (9400 rpm) and pump power values (5 to 6 watts) with an active ¿clock not set¿ alarm, which appeared to clear on (B)(6) 2015 at 11:56 am when the clock was set. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. No device functional issue was identified during the analysis. The data suggests that the system controller was operating on the external batteries until the batteries became depleted. The system reverted to the internal backup battery for power and operated until that battery became depleted resulting in the pump stop and ¿clock not set¿ alarm. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient stated that his system controller displayed a ¿yellow clock with the triangle and an exclamation mark¿. The patient went to a local shared care clinic and had the system controller¿s clock synced. Upon device interrogation, a pump stop was discovered. The patient was asymptomatic. The log file submitted to the manufacturer contained a no external power alarm where the emergency backup battery was in use. After the no external power alarms, there was a pump stop alarm with a backup battery uninstalled alarm followed by a yellow wrench advisory for the real time clock not set alarm. The system controller was exchanged.